Manufacturer narrative:
(B)(4). Date sent: 7/2/2025. D4 batch #: y70575. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned outside its original packaging and the packaging was not returned. Additionally, photos was provided and they showed the condition of the reported event. Due the photo was provided the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number y70575, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: was the device's sterility compromised due to the damage that was found? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the laparoscopic lobectomy surgery, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.